Manufacturer narrative:
The failure investigation has been completed for the cartridge change error and the alleged issue was verified. There was no investigation preformed for the cart: damaged due to no device being returned for evaluation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Customer received a cartridge change error. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and received another cartridge change error. Customer to use manual daily injections for insulin therapy. Customer¿s blood glucose level was 345 mg/dl.